Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. The pump was returned to the manufacturer for evaluation but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged on (B)(6) 2015, due to suspected thrombus. The patient reportedly experienced elevated lactate dehydrogenase levels, but did not have any other signs or symptoms.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombosis.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead cut approximately 7¿ from the pump housing, and the distal portion of the percutaneous lead was not returned. The inflow conduit (inlet tube, flex section and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation partially surrounding the bearing cup within the distal side of the inlet stator. The laminated structure of this formation and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Further evaluation of the pump¿s blood-contacting surfaces also revealed a small deposition within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not be conclusively determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.